Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode. It was noted there was a three second pause in pacing. The device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker displayed safety mode. It was noted there was a three second pause in pacing. The device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed safety mode. It was noted there was a three second pause in pacing. The device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The battery lab testing noted the battery had high impedance.